Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 50 mg/dl, no meter bg reading was provided. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 1000 mg/dl. Due to the inaccurate bg reading of 50 mg/dl, the customer consumed carbohydrates which further elevated the bg value. Bg was addressed where assistance from a hospital was required, where saline fluids were administered. It was confirmed that there were moderate levels of ketones identified as not dangerous by a healthcare provider. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.